Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer did not provide the symptoms regarding high blood glucose. The customer reported that her insulin pump was showed 306 mg/dl and she tested and her blood glucose was actually 476 mg/dl. Customer said that she would like a new sensor as she just put this one in two days ago and its not reading correctly and she was worried. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.